Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge. Customer was advised by technical support to call back for troubleshooting if issue occurred again, and caller acknowledged these instructions.